Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received, the customer's complaint of separation could not be confirmed and the root cause remains unknown. A device history record review for model 10012564 lot number 20106218 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20106218 regarding item #10012564.

Event description:
It was reported that a gra set v/nv qs mc 60d 3ss experienced component separation and leakage during use. The following was reported by the initial reporter: "the bottom of the tube would either leak really bad or just pop off like there is no glue on it. They did check the product prior to spiking the IV and stated it seemed to be fine, but after the IV fluid sat in there for a little bit the bottom came off or started leaking really bad."

Manufacturer narrative:
" A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a gra set v/nv qs mc 60d 3ss experienced component separation and leakage during use. The following was reported by the initial reporter: "the bottom of the tube would either leak really bad or just pop off like there is no glue on it. They did check the product prior to spiking the IV and stated it seemed to be fine, but after the IV fluid sat in there for a little bit the bottom came off or started leaking really bad."